Event description:
The surgeon inserted a cc4204bf collamer plate lens but the lens tore. The lens was removed and the reporter stated it was unk if the incision was enlarged or if sutures were required. This is one of two lenses the surgeon attempted to implant in this pt. See # 2023826-2005-01354.